Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 342mg/dl. The customer's levels had gone as high as 400mg/dl. The customer states they treated with pump. The husband states the highs may be attributed to over bolus and customer having been sick. The customer was informed of sensor alerts indication, and pump features. The customer was advised to monitor the device and call back if issues persist.